Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. Products: a3dr01 ipg 2012 (B)(6). (B)(4).

Event description:
It was reported that during a routine follow-up visit, it was noted that the implantable pulse generator (ipg) was breaking through the pocket due to ¿compression necrosis¿. The device and leads were explanted. During removal of the atrial lead the physician tried to retract the screw using the pinch on tool, but it failed, 20 rotations were made. The lead was removed by pulling. No patient complications have been reported as a result of this event.